Event description:
Boston scientific received information through a remote monitoring system that this right ventricular (rv) lead had a high shock impedance measurement. At implant, the shock impedance measurement was at 105 ohms and has been increasing. The patient has been checked by their physician and the shock impedances are now at greater than 125 ohms. When the patient is at rest the impedances on this rv lead are at 117-125 ohms. Boston scientific technical services (ts) discussed with the medical personnel that the shock impedances are running higher due to it being a single coil rv lead and the out of range measurements may continue to occur. No adverse patient effects reported. The rv lead remains implanted and in service.

Event description:
The product associated with this event has been corrected due to further investigation.

Manufacturer narrative:
Should further information be received this investigation will be updated.

Event description:
Subsequently additional information was received that a shock lead integrity test (slit) was performed which indicated that the impedance measurements have increased to 123 ohms. Additionally the left ventricular (lv) pacing impedance measurements have trended upward from 1,233 ohms to 1,459 ohms. Boston scientific technical services (ts) discussed out of range values and recommended further discussion with the physician. No adverse patient effects reported.